Event description:
Pt hospitalized dka. Troubleshooting was started with mother of pt and md. Neither was able to supply enough info to positively verify cause of malfunction. Syringe setup discarded and pt was not wearing pump at the time of hospitalization.